Manufacturer narrative:
Other, other text: additional information was received that there was no patient present at the time of the event.

Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with a scratched screen and damaged battery door. During analysis, the device was powered up and alarmed ec1260 which is a corruption of the memory of the circuit board. Service will replace circuit board and damaged battery door to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited error 1260 alarm and service due and had a broken door. No adverse effects were reported.